Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. An event of ¿the sheath ruptured and there was roughness¿ was reported. The sheath and dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event and the perforation remains unknown.

Event description:
During a procedure, while getting the needle in position inside the patient, the sheath ruptured and there was roughness inside the sheath. The sheath and needle were removed from the patient and it was attempted to move the needle again but the same issue occurred. The device was replaced, and there were no patient consequences.